Manufacturer narrative:
Mfg site eval: samples received: 2 open racepacks. Analysis and results: there are no previous complaints of this code batch. A 2,340 units of this code batch were manufactured and distributed there are no units in stock. Received two open and manipulated samples, one of them with the needle detached from the thread and the thread is still wound on the pack. Without any closed sample was cannot carry out an analysis in order to make a decision. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. If samples are received in the future we will re-open this notification and analyze them. With the info given a further analysis cannot be done. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, notes of this incidence and if any closed sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread inside the blister is not in correct position. Therefore, thread gets entangles oneself. A proper, sterile withdrawal is not possible.